Event description:
During nail removal case; nail insertion rod # 1559 broke in nail while extracting with slap hammer in patient (age not known yet). This occurred after dr. Slapped on it about 20 times. They re-inserted the nail with the broken piece inside nail and closed the patient. They were looking for options for removal.

Event description:
During nail removal case; nail insertion rod #1559 broke in nail while extracting with slap hammer in patient (age not known yet). This occurred after the physician slapped on it about 20 times. They re-inserted the nail with the broken piece inside nail and closed the patient. They were looking for options for removal.